Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor power supplies. The system operates as intended.

Event description:
The customer reported that the system intermittently would not display a fluoroscopic image. This could cause intermittent procedural delays. There is no report of injury or death associated with this event.